Event description:
The following has been reported: biomed reported: "pump problem red alarm. No patient harm or infusion stoppage reported" on 07/02/2025, biomed reported, cleaned av pins properly then ran a new infusion test. It runs on test for 10 mins then it will give error service needed with red alarm, tried multiple times but same problem again and again. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Investigation found debris on fva pins and loading pins. Log files indicate mechanical hardware failure (av sticky valve). Cleaned fva pins and loading pins. Fva lip seals and loading pin lip seals will be removed and replaced during repair process. No other damage found.